Manufacturer narrative:
The customer called in to olympus technical assistance center (tac) personnel to report his issue. During the call, the customer noted that the facility had a power surge and the monitor's language changed to (B)(6). The customer noted that he was able to correct the language, but was still not getting an image. Tac attempting some trouble-shooting options with the customer with the display's input settings. After adjusting some of the settings the customer confirm that the image had returned. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during the receipt inspection of their olympus high definition lcd monitor, the unit was not producing an image. This event did not have any patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.